Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient fell sometime in (B)(6) 2017. As a result, the patient is no longer able to communicate with their ipg using their charger or programmer. Follow-up revealed the patient also lost stimulation following the fall. Troubleshooting was unable to provide resolution. As a result, patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model. Therapy has resumed post op.